Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited high pressure while running. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. High pressure alarm messages were found during error history log review. Visual and functional testing were performed. Performed pump's pressure switch test and ran pump with in house's administrate cassette. The reported issue could not be duplicated. However, the downstream occlusion sensor was replaced.